Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the sixth firing with a white reload, they were stapling the entero-entero-anastomosis when there was a crash sound from the handle when the surgeon fired the device. Afterwards they could see on the cartridge that the device did not staple all the way, only about halfway. They had to take a new stapler and fire again, which made a bigger hole to sew. They were a bit unsure about the (B)(4) anastomosis, so they checked it with a gastro scope, and that was okay. As a result, there was a 50 minute delay in the procedure, but the surgeon checked both anastomosis and found that everything was okay after the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.